Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that the exposed portion of the soft cannula was torn. This tear also caused the fluid path pass through test to fail. It could not be determined when this damage occurred, and the investigation could not conclusively determine a relation between the returned device and the device¿s ability to deliver insulin. Sma wire resistance was found to be outside of specification. Using an external voltage source, the sma wires could be actuated and the hook talons turned the ratchet gear with each pulse, and so it could not be determined if this had an affect on the pod's ability to successfully deliver insulin. Also, an alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's bg (blood glucose) 400 mg/dl. For treatment, put a new pod on and gave himself insulin.